Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted to the hospitalfor 5 days for diabetic ketoacidosis. The patient reported that she had been experiencing high blood glucose levels, due to her heart medication. The patient was feeling sick and was vomiting. Blood glucose level at time of hospitalization was 260 mg/dl. The patient tested positive for ketones. The patient received treatment with an intravenous insulin drip. No further information available.